Event description:
The customer obtained a discordant, (B)(6) vitros (B)(6) result ((B)(6) vs. An expected result > (B)(6)) from a single proficiency sample while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a (B)(6) vitros (b)(^) result was obtained from a single proficiency sample while using the vitros 5600 integrated system. The investigation could not determine a definitive root cause. An unknown sample interferent could not be ruled out as a contributing factor. There was no evidence to suggest that an instrument or reagent related event contributed to the event.